Event description:
It was reported that during preparation of a 3.5x20 nc trek rx dilatation catheter, the yellow protective sheath was difficult to remove. The sheath was ultimately removed without any damage noted to the device or the balloon; therefore, the device was used successfully in the procedure for treatment of the left anterior descending artery without any adverse impact to the patient. There was no clinically significant delay in the procedure due to the difficulty removing the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.